Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, sixty three false pause episodes due to undersensing issue was observed. The recommended programming changes were made. Patient was asked to perform isometric testing and the sensing values were appropriate. Device will continue to be monitored. Patient was stable and will continue to be monitored.